Event description:
It was reported that the user experienced elevated blood glucose about one hour after a meal announcement while using an ilet system with a cd steel infusion set and had performed a supply change prior to the rise; the agent advised a site-only change, but the user could not perform it independently and planned to obtain assistance. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with no alerts or alarms reported. Investigation included technical support review and user troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was confirmed. It was concluded that the event was not reportable as a serious injury and that continued monitoring and user education were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.